Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system on site. The reported failure was reproduced and it was solved by replacing the expiratory channel pcb and the inspiratory pressure transducer pcb. The software was installed again after the replacement of the pcb. The parts were kept by the customer and not returned. The device logs were received for evaluation. The evaluation of the logs shows that the system checkout was successfully performed after the event and the reported technical error was not reproduced. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. The expiratory channel pcb contains electronics including among others, microprocessor for handling of the measurement of fresh gas pressure and inspiratory pressure via the fresh gas pressure transducer pcb and inspiratory pressure transducer pcb, and the safety valve functions. The expiratory channel pcb contains holders and electrical connectors for the inspiratory and fresh gas pressure transducer pcbs. Incorrect control of the safety valve function may lead to stop of ventilation. Faults on these pcbs will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the investigation performed by our field service engineer, is that the replaced parts were the cause of the reported event.

Event description:
It was reported that the anesthesia system generated a technical error code indicating that the safety valve was open. There was no patient involvement. Manufacturer's reference #: (B)(4).